Manufacturer narrative:
H6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a dirty liquid crystal display (lcd) lens, only one light is flashing when turning pump on, and lifting downstream sensor seal. Functional testing found the reported problem was not duplicated. However, during testing the patient-controlled analgesia (pca) button failed. Replace the lemo connector. The root cause of the reported issue was found to be customer damaged. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported, of a device providing an error every time the pca button was pressed. There has been no report of patient involvement, or no observable clinical symptoms, or a change in symptoms identified in the patient.